Manufacturer narrative:
On 08 september 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip revision surgery (stem, head and liner) occurred 2 years after primary cementless tha. No patients details are available. In the single x-ray provided small radiolucent lines are visible in gruen zone 1 and the stem looks slightly in varus position. This choice could be due to a particular patient anatomy that cannot be assessed having a single radiographic projection. From the ap view it also appears significantly undersized, but this hypothesis should be evaluated looking at both projections. Aseptic loosening is a possible literature described adverse event after primary tha and causes are often unknown. On the basis of the information received by the manufacturer, it is not possible to determine the reason of this failure. Batch review performed on 11 september 2017. Lot 147175: (B)(4) items manufactured and released on 21 january 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined the stem was loose. The surgeon revised the stem, head and liner. The surgery was completed successfully.